Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed infusion set and cartridge, administered a correction dose through pump and an additional correction injection to address the bg level. Reportedly, the customer changed infusion set and cartridge and resumed insulin.